Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate shocks for a vt storm. Device was found to be in backup vvi mode. The device was explanted and replaced due to eri. Patient condition was stable.